Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms after multiple set changes. The customer also stated that their blood glucose was over 400mg/dl at the time of incident. Customer stated that they have changed set multiple times a day and insulin pump still alarmed no delivery. Customer declined to troubleshoot for no delivery and stated that they have called prior and have done troubleshooting on their own. The customer was advised that insulin pump can be replaced but may not fix the no delivery issue and was also advised to call back if problem persists. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.